Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated they passed out during dinner and his wife called the ambulance. The patient was transported to the emergency room (ER) and was given orange juice while he was incoherent in which he threw up. The patient was also treated with intravenous (IV) therapy and glucose. Additionally, the patient initially reported that the dexcom was reading more than 30 points off, but it did alert him that he was low. After further troubleshooting with the patient during the time of contact, it was determined that the patient¿s values had been within the 30/30 range. The device operated within specification. At the time of contact, the patient was doing okay. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.